Event description:
This customer reported an inability to pace. The users switched to a different defibrillator and delivered pacing. There was no impact to the involved patient.

Manufacturer narrative:
We are considering this as a malfunction based on the customer report only. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.